Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer removed the battery to prevent it from alarming. Customer stated that the numbers on the screen would scroll up without any buttons being pressed. Customer was not able to clear the alarm today. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm or numbers scrolling up noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.